Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: catalog number: 367364. Batch number: 1231017. One customer photo was received for review and analysis. The photo shows 2 pbbcs devices in their original packaging with 1 package appearing to have a printing defect where the red ¿ mark (indicating where to open the package) was missing. Therefore, this complaint is confirmed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on the customer photo provided, the root cause of the missing marking is that the top web of the blister pack was misaligned from the bottom web, more specifically, the top web was positioned higher up than usual. This caused the red marking to be cut off when the individual blister packs were cut out with the cutting blade. Furthermore, as the top web paper roll depletes, the weight changes and can cause tracking issues left/right which is what led to the misalignment of the top and bottom webs. Further processing of this part occurred as this part was inadvertently not discarded by a packaging associate. Awareness of this complaint has been created within the quality and engineering departments. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. No.

Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found missing label information. The following has been provided by the initial reporter: this is a report about a package printing issue of wingset pbbcs. According to the customer's report, the package was different from usual, with a missing ¿ mark.